Event description:
Patient reported episode of buring/pain with urination. Patient self medicated with antibiotic for 5 days. Patient reported episode to clinical coordinator at next scheduled follow-up visit.